Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that while setting up for a new case, an automated impella controller (aic) failed to recognize an installed purge disc. A case start was attempted multiple times, but the issue persisted and the decision was made to replace the console. Despite a successful subsequent implant / start-up of support, the patient continued to deteriorate from their underlying condition and passed away. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The investigation has been completed. Imc logs revealed that the console issued purge disc not detected alarm (event set #402) several times. The console was returned and examined, a broken purge disc flag was identified. The purge disc flag was observed to be broken and was the root cause of the inability to detect the purge disc. The possible root causes of a fracture of the purge flag which is not tied to a manufacturing or design defect, typically caused by fluid ingress into the purge pressure sensor assembly.